Event description:
The customer alleged there was no audible alarm (intermittently). The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and replaced the volume control assembly and reconnected a loose wire to the alarm assembly. The unit passed extended self testing. It is not verified that the alarm failed to alarm, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.